Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was performed but the screen remained blank. The customer was advised to let the insulin pump rest without a battery for two hours and call back. The blood sugar is not known.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power management tool shows that the backup battery loaded voltage (loaded vlith) and unloaded voltage (ul vlith) are within specific range. Insulin pump was received with normal operating currents. No unexpected low battery or pump error alarms during testing. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.